Event description:
It was reported while using bd vacutainer® push button blood collection set that an unspecified number of devices leaked and were not twisting properly into the holder. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. However, functional tests were conducted on 30 retained samples, using 10 tubes per needle to assess the functionality of the device. Three of these samples failed the tests due to sleeve leakage, attributed to poor sleeve recovery. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Bd determined that the root cause of the indicated failure mode was attributed to out-of-specification lube weight reading on the finger grip luer (fgl) sub-assembly batch used in the finished good. A quality inspector trainee and trainer failed to identify the out-of-specification result and did not place the product on hold. As a corrective action, coaching sessions were conducted with the trainer and trainee including a review of the data from this inspection lot. Additionally, inspections now include a visual flag for out-of-specification results and generation of a quality hold on any inspection that contains an out-of-specification result. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set that an unspecified number of devices leaked and were not twisting properly into the holder. There was no health impact or consequence reported.